Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain at the ipg site. It was noted that x-ray was normal. The patient was given lidocaine patches and was doing well. No further action needed at this time.